Event description:
It was reported that the patient used to recharge every 10 days to 2 weeks. It was stated that the implantable neurostimulator (ins) was depleting ¿faster and faster¿ and that recharging the ins was taking longer. Additionally, the ins battery was noted was not staying charged and the patient was having trouble charging the ins. It was further noted that the ins battery would deplete and the patient¿s stimulation would turn off after about three to four days. The patient was reported as not having had any programming changes, would only increase her voltage in her regular range, and had six to eight coupling bars when recharging. The charging interval change was reported as having started after the patient had fallen while going up the steps. Additional information received reported that charging the ins was taking the patient hours and that the charge would only last a few days. The issues was said to have been going on since ¿at least august or september.¿ it was stated that the patient had only two programs and normal programming. The ins was stated to have been discharged, and thus could not be read. It was noted that the last time the patient charged the ins was the saturday or sunday prior to this report and the ins was charged to 100% at that time.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the reason the implantable neurostimulator (ins) was replaced was due to charging the ins issue.